Manufacturer narrative:
Additional review indicated the event captured in this report pertained to the event previously reported under regulatory report 2021898-2018-00266. Any further information for the event will be reported under the referenced report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the lumbar catheter was ligated to address overdrainage of cerebrospinal fluid (csf), the lumbar catheter tore. It was stated the lumbar catheter and valve were replaced.